Event description:
Additional information received from the healthcare provider (hcp) reported three days after the patient underwent surgery to remove the device they had a heart attack and died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3998, lot # j0461540v, implanted: (B)(6) 2006, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2006, product type extension.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that patient had explant on (B)(6) 2017. Upon explant, when the physician was pulling on the wires from the ins site, the tubing came off and some of the wires were exposed. They were able to remove the lead but x-rays indicated some frayed wires still remained in the patient. Inquiry was made about MRI compatibility. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the battery and the leads were not going to be returned for analysis.

Event description:
Additional information received from the healthcare provider (hcp) reported prior to the patient¿s death they were diagnosed with high cholesterol and hypertension and also had a body mass index of greater than 35. On (B)(6) 2017 the patient underwent surgical intervention with a pre. And post. Operative diagnosis of ¿nonfunctional spinal cord stimulator, painful with hardware.¿ the procedure that was performed this day was ¿removal of the left internal pulse generator in the left buttocks, and revision, partial t9, t10, t11 laminectomy for removal of spinal cord stimulator cord paddle.¿ during surgery ¿the stimulator was identified, the wires were identified and cut, and the spinal cord stimulator battery was delivered and passed off as a specimen.¿ following this the previous thoracic incision was identified and opened. ¿the leads were identified deep in the subcutaneous tissues as they entered the spinal canal. A revision partial laminectomy of t9, t10, and t11 was performed due to the fact the paddle was unable to be freely removed so exposure and further laminectomy was necessary to identify and circumferentially dissect the paddle from the surrounding thoracic spinal cord. The paddle was subsequently removed and passed off as a specimen. Of note, there was significant fraying of the wires because this implanted had been in the patient¿s body for so long. After discussion with the manufacturer¿s representative (rep) it was decided there was no further use in trying to remove any other free pieces as we had removed the majority and the most important pieces of the paddle and generator.¿ it was noted x-rays demonstrated removal of the paddle and generator. Following this both areas were irrigated and hemostasis was achieved. ¿a submuscular drain was passed over the exposed spinal cord in the thoracic spine and tunneled out the patient¿s skin and secured with vancomycin being sprinkled over the exposed thecal sac. As previously reported the patient passed away at their home after surgery but it was unknown if the death was related to the device or therapy. It was also unknown if autopsy or toxicology records were available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.